Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was over 414 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer was neither in emergency room, nor admitted into hospital. Customer does allege insulin pump was under delivering because she delivered a bolus and blood glucose went up 400 mg/dl she delivered a bolus and blood glucose went up 400 mg/dl. Customer treated with insulin pump. The insulin pump will not be returned for analysis.